Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. It is unknown when the alleged issue began. The patient reported obtaining a blood glucose reading of 277mg/dl on the subject meter and 135mg/dl on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology these readings exceed lifescan's criteria for accuracy. The patient manages their diabetes with a combination of medication including glipizide and insulin. The patient denied developing any symptoms. The patient reported taking insulin at an unknown time on (B)(6) . At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not report any symptoms and the reported self-treatment correlates with the reported high readings. This complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.